Event description:
It was reported that a patient experienced sepsis (unknown date) and subsequently passed away coincident with peritoneal dialysis therapy. The cause of death was reported to be sepsis. The cause of the sepsis was unknown. The patient was not hospitalized prior to or at the time of death. Treatment for the sepsis event was unknown. Dianeal therapy was ongoing until the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.